Event description:
The connector cracked and the doctor used a connector from another catheter to repair the broken connector. The product was discarded. No other information available. Reported by purchasing.